Event description:
It was reported that a holmium laser lithotripsy procedure via ureteroscope was successfully completed utilizing a slimline fiber. After the completion of the procedure, while organizing the surgical items, the fiber was found to be fractured. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the investigation results and information available, a conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that a holmium laser lithotripsy procedure via ureteroscope was successfully completed utilizing a slimline fiber. After the completion of the procedure, while organizing the surgical items, the fiber was found to be fractured. There were no patient complications.